Manufacturer narrative:
The investigation did not determine a specific root cause. Additional information was requested for the investigation but not provided. The information that was provided did not point to an instrument issue. Preanalytical problems or sample mix-up could not be excluded.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of questionable results for the elecsys tsh assay on two samples from the same patient when tested on a cobas e411 rack analyzer, serial number (B)(4). The first sample from (B)(6) 2016 had a tsh of 8.89 uiu/ml. This result was reported to the physician. The second sample from (B)(6) 2016 had a tsh of 2.78 uiu/ml. The samples were both repeated on (B)(6) 2016; the initial sample repeated as 8.68 uiu/ml, and the second sample as 2.81 uiu/ml. Only one level of quality control was used at the time of the event. The customer stated quality controls have been correct. The customer suspected either a pre-analytical issue or an interference in the patient sample from (B)(6) 2016. The patient was not adversely affected.